Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with vaginal hysterectomy due sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, and chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination and chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor and discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.